Manufacturer narrative:
Batch review performed on 07 september 2015: lot 135742: (B)(4) items manufactured and released on 13 february 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar issue. On aug, 18th 2015 we received the following details: "the patient presented with pain and a locking knee. They then took x-rays and found the screw in the side of the knee and then brought her to theatre." On 21 august 2015 the medical affairs director made the following analysis: there is no indication that may lead to define the reason for the screw getting loose and mobilize. It is likely that the screw had not been tightened properly. The knee looks correctly implanted and balanced. No information was given as to the length of permanence of the loose screw in th joint, there is only a mention of "polyethilene wear and metal debris". The screw was removed arthroscopically and all prosthetic components, including pe insert, were left in place, a choice that was certainly made for medical reasons but that, from the mechanical point of view, is likely to hinder survivorship of the prosthesis, should long term performance be required. On 04 september 2015 it was confirmed that the screw will be available for analysis.

Event description:
Locking pin of insert backed out into poly causing metal debris, poly wear and pain leading to revision surgery. Screw was removed arthroscopically on (B)(6) 2015 and insert left as is. The screw was not replaced with a new one. Simply removed from the joint.

Manufacturer narrative:
On (B)(4) 2015 the r&d project manager made the visual inspection of the retrieved screw: the screw removed from the joint is complete and not broken. Only some threads, at the beginning of the threaded part of the screw, look flattened. This was probably caused by the pressure of the tools used for the explantation of the screw from the joint. There are no indications that may lead to suppose the reason for the screw getting mobilize. The screw was not probably tight during the primary surgery. On 10 november 2015 it was prepared a final report with the information already submitted in the initial report and here above. On the same day it was sent to the initial reporter and the case was closed.